Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that patient to have received several unexpected restart alarms and external ram crc error alarms. Every time he changes his batteries, he loses all of his settings. His blood glucose was 201 mg/dl. The insulin pump will begin to count down and then it will ask to rest the time, date, basal rates and there will be no stored memory. Troubleshooting was done and the insulin pump alarmed unexpected restart alarm again. The customer declined troubleshooting for the external ram crc error alarms. The customer was advised that the insulin pump needed to be replaced, to monitor insulin pump and wear it until the replacement arrives. The insulin pump is returning for analysis.